Event description:
It was reported that the patient received a successful defibrillator threshold (dft) test, but the hospital technician was unable to review the dft egm after the procedure. It was noted that the device was cleared following the dft test. There were no adverse health consequences, the patient was stable.

Manufacturer narrative:
The reported event of missing defibrillator threshold (dft) egm was not confirmed. The session records were reviewed and it was confirmed that the dft was carried out, but it could not be determined if an egm was stored. The root cause of the missing egm could not be determined with the information available.